Event description:
Date of event is unk. On september 5, 2008, boston scientific corporation was informed that during a hemostasis procedure, while the user was pushing the clip out of the sheath, the clip fell off the catheter. The procedure was completed with another of the same device . Pt is "fine". Note: this complaint is the second of two devices, please refer to MFR #'s 3005099803-2008-05062 for related report.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.